Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address a crack in the liner and poly wear. It was noted the patient could hear squeaking.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned femoral head, liner, and hole eliminator finds evidence to suggest disassociation of the liner from the cup. The returned ceramic femoral head exhibits material transfer from direct contact with the acetabular component. The liner is fractured at 25% of the edge directly above where there is obvious edge loading wear present. The articulating surface of the poly liner still has visible machining lines on 75% of its surface. The machining lines are not visible in the area below the material fracture and would not be as obviously present had the femoral head been more centrally loaded. It is possible the edge loading of the liner placed the pressure on the material near the rim that was not intended leading to the material fracture and subsequent disassociation of the liner from the cup. Of note, five of six of the anti-rotation devices have been damaged/fractured away from the body of the implant. There is an indication on the backside of the liner of a screw hole. There are multiples scuffs and scratches on the backside, as well as impedded debris. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Upon analyst review, disassociation was confirmed. Adding the acetabular cup to the complaint. Complaint was updated (B)(6) 2016.